Event description:
According to the complainant, the locking adapter was chipped within a week after placement of a corflo cubby low profile gastrostomy device. Because of the poor connection, the device leaked nutrition during feeding. The procedure was completed with this device. There were no patient complications reported as a result of this event. "Tape" was used to hold the adapter together until the device was replaced. The patient's condition at the conclusion of the procedure was reported as "good".

Manufacturer narrative:
The sample was returned with a crack in the locking mechanism, the complaint has been confirmed. Several attempts have been made to replicate the cracks found in these locking mechanisms, but the testing performed to date has not replicated the failure. Therefore, the root cause is undetermined.